Event description:
It was reported that the pt underwent surgery for treatment of l5-s1 spondylolisthesis with implant of posterior pedicle screw/rod fixation. In 2008, the pt presented to the physician's office with a complaint of newly developed pain over the last week. X-ray revealed a fractured screw. The pt underwent a revision surgery to raplace hardware.

Manufacturer narrative:
This is a follow up to user facility medwatch. The device was returned to medtronic for eval. Visual examination conifirms the screw fractured between the second and third thread below the screw head. No x-rays were provided for eval. A review of the device history records found no documentation to indicate a non-conformance to spec. Unable to determine cause of the event.